Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture, was received on sep 23, 2021 with lot number 3285443. Visual analysis of the returned device identified, the weight the device within specification, fold creases, and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.